Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # a9766k. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned 5dcs device revealed damage to the end effector. The opened packaging was also returned with the instrument. During functional testing, an audible noise was observed that appeared to originate from the damaged end effector. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the reported complaint was confirmed. Device history review: a manufacturing record evaluation was performed for the finished device batch a9766k number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a myomectomy, he found out the 5dcs was hardly to close and open, and also had some strange sound during using. Therefore, they change another 5dcs for case use. There was no delay in the procedure and was completed successfully. No patient consequences were reported.